Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right atrial lead that exhibited noise. Programming changes were made. There were no patient consequences.